Event description:
It was reported that a malfunction occurred with a code labeled malf 9. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. Technical support advised the customer to monitor the pump and contact them if the issue reappears. The customer understood and acknowledged these instructions, and was able to continue using the pump without further issues.